Event description:
The customer reported a spring allegedly came out of the siderail assembly causing the siderail to not lock into place in the upward position. No injuries were incurred but another stretcher needed to be dispatched to complete the patient transport.

Manufacturer narrative:
An authorized field technician was dispatched to conduct a visual and functional evaluation of the stretcher at the customer's location. The strecher's sidearm release handle was observed to be bent and it was confirmed the sidearm was not staying in position and needed a new locking spring. Due to the age of the stretcher, the customer required a quote for the repair prior to authorizing the repair. Multiple attempts have been made to contact the customer to confirm if the stretcher was repaired and returned to service; however, no response has been received.

Event description:
The customer reported a spring allegedly came out of the siderail assembly causing the siderail to not lock into place in the upward position. No injuries were incurred but another stretcher needed to be dispatched to complete the patient transport.